Event description:
A table in the cardiac cath lab lost power when a transformer malfunction occurred. The burned transformer was located directly under the pt and other nearby computer components were damaged. The first lab on the west wing has been shut down pending repairs. The pt was undergoing a permanent pacemaker implant at the time of the event and had to be transported to the or for completion of the procedure. No injuries were reported.